Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of thrombosis and death are listed in the promus everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6), the patient presented in cardiac arrest from an acute myocardial infarction. Aspirin and clopidogrel were started and an intra-aortic balloon pump (iabp) was placed. An emergency percutaneous coronary intervention (pci) was performed in the mid to proximal right coronary artery (rca), with implantation of a 2.5 x 28 mm in the mid rca. Intervention was also performed in the mid left anterior descending artery (lad). On (B)(6), the patient died due to cardiac arrest. Per the physician, the patient's death was possibly related to late stent thrombosis. No additional information was provided.